Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A sample has been received and in-house testing is in progress. (B)(4).

Event description:
The customer reported that when the surgeon pressed on the foot pedal the test the cutter before entering the eye, the white hand piece of the probe "blew apart". There was no pt contact or involvement in the failure. The procedure was completed with no harm to the pt. No additional info is expected for this event.